Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred and that the cartridge was cracked. Reportedly, the contact noted that the customer may have inadvertently dropped the pump. The customer's blood glucose (bg) level was 174 mg/dl and was addressed with a bolus via the pump. The customer changed the cartridge, resumed insulin delivery, and the contact indicated that the customer's bg level was in target range.